Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number 1627487-2020-32305. It was reported that during a replacement procedure (related manufacturer reference number 1627487-2019-13718) the physician implanted the leads in the wrong location. As a result, patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced. Effective therapy was restored post operatively.